Manufacturer narrative:
(B)(4). The analysis results found that the device arrived in good visual condition. The breakaway washer was present and cut and there were no staples present, indicating that the device achieved a full firing stroke. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. It should be noted that when removing the device, open the instrument by turning the adjusting knob counterclockwise. For easy removal, only open the instrument one-half to three-fourths revolutions. To assure the anvil is free from tissue, rotate the instrument 90° in both directions. To withdraw the open instrument, gently apply rearward traction while simultaneously rotating. Please reference instructions for use for additional information needed. A batch record review was performed and no anomalies were found during the manufacturing process.

Manufacturer narrative:
(B)(4): information anticipated, but unavailable at this time. Additional information received on 9/9/2010: the patient had to have an 'ostomy." Additional information received on 9/10/2010: there were two general surgeons in the case; one was a senior resident and the other was a lead burn doctor. Everything went well during the case. The device stapled and cut but when pulling the device out, it got stuck and ripped everything. Both donuts are in the device. The torn tissue was sutured by hand. Does not think it will be a permanent colostomy. Patient is a (B)(6) female with a history of diverticulitis. Believes that the fifth year resident is the one that fired the device.

Event description:
It was reported that during an open lower anterior resection, the device was "stuck" on the tissue. All instructions were followed and all heard the "crunching" of the donut.